Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose level (bg) of "low" on glucose monitor, needing settings adjustment. Customer consumed carbohydrates to address low bg. Customer updated the personal profile settings to address the event.